Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of admission was 1300 mg/dl. The customer explained that he suffered from a torn esophagus, kidney failure and a heart attack prior to the hospitalization. The customer was treated with an insulin drip. The customer's insulin pump had also alarmed unexpected restart. The up and down keys were also not working. The customer stated that when the insulin pump alarmed he had trouble removing the insulin pump then became unconscious and subsequently was hospitalized. The customer was in a coma for three days. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.